Event description:
Patient (B)(6) phs study. Infection. Pt fell on l elbow in (B)(6) 2025, presented in clinic (B)(6) 2026 after developing redness and swelling in his incision. Pt demonstrated clinical signs of infection. One-stage revision surgery with removal of prosthetic components.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.